Event description:
Patient hr went asystole then to 35; patient found to be disconnected at ventilator site. The alarm was not loud enough for the staff to respond and when the ventilator was checked, volume was at its maximum. The circuit disconnected at the vent outlet. The ventilators were removed from service pending further investigation. Diagnosis or reason for use: patient ventilation.